Manufacturer narrative:
The following other devices were added in this report: trident psl with purefix ha 46mm; cat# 542-11-46d; lot# nrvmna; secur-fit max 127 hip stem #6; cat# 6052-0625s; lot# 36925701; alumina c-taper head 36mm/0; cat# 17-3600e; lot# 22822101. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient has always been in pain since day one of initial surgery.

Manufacturer narrative:
An event regarding pain involving a trident 0 degree insert was reported. The event was not confirm. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded that there is no recall related to the implants in this case and no evidence of implant related factors to explain the complaints noted in the event description. Device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for this lot. The reported event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient has always been in pain since day one of initial surgery.